Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat a bifurcation lesion in the ostial om using the kissing stent technique. The lesion was pre-dilated and one xience stent was placed, but while trying to cross the 2.5 x 12 mm xience, the stent was observed to be loose on the balloon. The stent delivery system was removed at which time the stent implant dislodged (either in the guide catheter or completely outside the pt). There was no required intervention. A new xience stent was successfully implanted in the target lesion. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4): results: product performance engineering was unable to perform an eval at the time of this report. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and stent. There was no contrast visible. The stent implant was returned dislodged from the sds. There were multiple bent struts in the first two rows of proximal struts. There was no other damage noted to the stent implant. The balloon was tightly folded with crimp marks between the markers. The proximal balloon shoulder was bunched. There were two kinks in the hypotube, 1 and 13 cm distal to the strain relief tubing. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The guiding catheter used during the procedure was not returned. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters (od) of the stent implant. The middle and distal od measurements met mfg criteria. The proximal od measurements could not be taken due to the damage. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forward upon completion.